Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: according to the clinicians, the ventilator does not correspond. They ensure that they have carried out all procedures correctly before use. According to clinicians, the ventilator has problems every time they use it. An ambu bag was necessary temporarily to ventilate the patient. No health consequences or impact. Addition hamilton medical ag: it is unknown, as not communicated, what kind of problems occurred with the ventilator.

Event description:
The following was reported to hamilton medical ag: according to the clinicians, the ventilator does not correspond. They ensure that they have carried out all procedures correctly before use. According to clinicians, the ventilator has problems every time they use it. An ambu bag was necessary temporarily to ventilate the patient. No health consequences or impact. Addition hamilton medical ag: it is unknown, as not communicated, what kind of problems occurred with the ventilator.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.